Event description:
An endurant stent graft system from was implanted in a patient for the endovascular treatment of a fusiform 5.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported the diameter of proximal aortic neck was 29mm, diameter of aortic neck at the aneurysm entry was 29mm, and was 22 mm in length. It was reported that there was occlusion of right internal iliac artery. Diameter of right access vessel (common iliac) was 14-16mm, diameter of right bifurcated internal iliac vessel was 14mm, diameter of left access vessel (common iliac) was 13-14mm, diameter of left bifurcated internal iliac vessel was 12mm, minimum diameter of right external iliac vessel was 8mm and the minimum diameter of the left external iliac vessel was 7mm. The pigtail catheter was inserted from right side and the right lesion length was measured. It was 16cm in length and an endurant bifurcated stent graft 36x20x166 was chosen. After the bifurcated stent graft was deployed that contralateral limb, cannulation was performed. The physician measured the length from flow divider to left internal iliac artery. It was 9cm in length and endurant iliac stent graft 16x16x93was chosen. The endurant iliac stent graft 16x16x93 was short by 1cm, and endurant iliac stent graft 16x16x82 was added. At this time, it was found right internal iliac artery was unable to be checked by angiography. Entire right lesion site was 16cm in length. Considering shortening, the internal iliac artery was not covered so that ipsilateral limb was pushed up and deployed without angiography. Angiography was taken from bottom side with right side sheath. It was confirmed to be implanted inside external iliac artery by about 1-stent length. The physician attempted to push the stent graft up with balloon, but sealing was done and it was unable to be moved. It was abandoned right internal iliac artery and modeling with a balloon was performed. Angiography was done entirely, and there was no endoleak so that procedure was completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel occlusion), patient's condition affected effectiveness of device (anatomy related; short proximal aortic neck length), incorrect technique/procedure (user related; unable to use angiography to check the right internal iliac). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short proximal aortic neck length), off ¿label, unapproved or contraindicated use (user related; unable to use angiography to check the right internal iliac).

Manufacturer narrative:
(B)(4). There is no indication of off label use. If information is provided in the future, a supplemental report will be issued.